Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle tip broke off. This occurred during use in a case with no patient effect. Additional information requested on 1/22/25.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.